Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of electromagnetic interference (emi) from a dermatology procedure resulting in ventricular and signal artifact monitor (sam) events. The sam respiratory sensor was disabled and technical services (ts) provided guidance to reenable. This device remains in service. No adverse patient effects were reported.